Event description:
During implantation of hinge knee, the insert failed by disassociating metal from plastic, preventing it from being used on the patient. This caused a surgical delay of 30-45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation could not confirm the reported event as the device was returned assembled. Review of the device history records did not reveal any anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation did not identify any evidence of product failure and the need for corrective action is not indicated. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.